Manufacturer narrative:
Initial.

Event description:
It was reported that the user missed a breakfast meal announcement on the ilet and subsequently ate, after which blood glucose rose to 248 mg/dl. The user asked whether to announce the meal late and was counseled not to do so because it exceeded the allowed window, with guidance to allow system corrections to bring glucose into range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no hospitalization, and user education on proper meal announcement timing. Investigation of this case revealed no device malfunction and indicated use error related to a missed meal announcement, with the ilet functioning as designed to deliver corrective insulin. It was concluded, based on previously established findings for similar reports, that the cause was user error and appropriate device performance.